Manufacturer narrative:
The device was returned to zoll japan for evaluation. The customer's report was observed and attributed to the defib-monitor flex cable that was not properly seated to a connector. The cable was reseated to remedy the report. It could not be firmly established what caused the misalignment of the cable. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test for defib and pacer functions. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.